Event description:
It was reported that during a gastroplasty procedure, the device fired, but the staple line was not complete. It was necessary to use another device. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.